Event description:
During a procedure to repair a pierced ear lobe, the hook broke off the end of this instrument and was retreived from the pt's ear. Another instrument was used to complete the procedure.